Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt); "case was delayed about one minute" (no code available). Product problem(s): "system message displayed" (device displays error message). A facility reported receiving a system message during irrigation/aspiration. The system was switched out and the case was completed. Additional info was received. The case was delayed for one minute while the system was switched out. No pt injury was reported.

Manufacturer narrative:
A review of complaints for the last 24 months did indicate 1 additional, related report for this system. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).